Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized a year ago due to high blood glucose. Customer blood glucose reading at the time of hospitalization was unknown. Customer stated that her insulin pump was alarming button error. Nothing further was reported.